Event description:
It was reported that the patient was symptomatic due to loss of atrial-ventricular synchrony. It was also reported that the right atrial (ra) lead had oversensing. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.